Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was above 600 mg/dl, they did bolus. Customer believes that they may had over boluses and the lowest blood glucose level was 21 mg/dl. Customer stated that their blood glucose level was 36 mg/dl and drank sprite to bring it up and current blood glucose value was 123 mg/dl. Customer stated that the insulin pump had several motor error alarms. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump did not exposed to strong magnetic field. Customer was able to complete insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.